Event description:
It was reported that, "dr was impacting the trident cup with the mis cup impactor when he said "I think I broke it", (meaning the cup impactor). A couple of minutes later, the scrub tech said, she could not get the antenna off. Central sterile did get it off when washing. Another rep told me, he thought there was a problem with impactor a few days later as the antenna would not go on easily."

Manufacturer narrative:
Method-DHR, complaint history review. The investigation concluded that the root cause is likely related to mishandling of the device. While the seized alignment guide could not be removed from the curved impactor handle and the cause of the damage could not be accurately determined. It may have been the result of the alignment guide being accidently struck while impacting the handle. The assembly also may have been dropped. Device history review showed no reported discrepancies. Complaint history review shows that there has been one other event reported for alignment guide not engaging the cup impactor, but there have been no other reported events where the alignment guide was seized on the cup impactor. This is believed to be an isolated event.